Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+1.5/074 (sphere/ cylinder/ axis), in the patients right eye (od) on (B)(6) 2021. The patient complained their vision was worse. The vault was improved, angle better and iop stable. The surgeon asked patient to adapt to their new vision. This was the replacement lens for MFR. Report # 2023826-2021-03865.